Event description:
It was reported by getinge field safety technician during conducting routine inspections on cardiosave intra-aortic balloon pump (iabp) after connecting the balloon to start the test, the prompt "automatic inflation completed" appeared, but the balloon was not inflated and it was a straight line. After shutting down and restarting, it worked normally. There were no patients involved and no casualties reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated section - b4, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) repairing the equipment on site, found that there was no counter pulsation after starting the equipment, and the balloon was refilled with gas. The balloon was connected on site for testing, and no faults were found. The front board, back board, control board and other circuit boards were unplugged and reconnected. The balloon was tested continuously for several hours, and no faults were found. All functions and safety tests were performed, and all parameters met factory requirements.

Event description:
N/a